Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the competitor right atrial (ra) lead was difficult to insert into this device. Visual inspection of the atrial port of the header did not reveal any abnormalities during the procedure. X-ray confirmed the atrial lead was not fully inserted in the header. As electrical measurements were appropriate following the procedure, no intervention was planned. No adverse patient effects were reported.